Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for partial display. Blood glucose at the time of incident was unknown. Customer stated that they met a traffic accident and the reported insulin pump was also hit. Customer reported that the screen of the reported insulin pump flashed alternately in white or black and the insulin pump did not display the home screen as usual. Customer reported that the screen flashed alternately in white or black was not changed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to confirm missing segments/partial display due to display anomaly.